Event description:
Zoll customer support contacted a (B)(6) old male pt to exchange his battery. The pt's download revealed numerous 'battery pack fault' flags and 'battery runtime expired' flags on battery sn (B)(4). The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery pack fault flags / battery runtime expired flags) has been confirmed. As received, it was determined that the battery could not perform the battery capacity test (bct). The cause for the faults is the inability to bct. The cause for the inability to bct is a broken yellow wire that runs from the pca board to the battery cells. The root cause for the broken yellow wire cannot be positively identified but is likely the result of physical impact. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.